Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse reloaded the software to correct the error 102 pres limit. The fse ran hba1c quality controls (qc). All results were within acceptable range. All errors cleared and the g8 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2017, which included data from (B)(6) 2016 through (B)(6) 2017. There were no similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 troubleshooting as follows: error message: 102 pres limit over explanation: pump pressure abnormality was detected countermeasure: inspect for clogging at filter. Main power must be shut off then turned on again to re-start operations. Error level: 1, alarm level: 1, print: 1. The most probable cause for error 102 pres limit over was the software was reloaded.

Event description:
On (B)(6) 2017, a customer reported error 102 pres limit over on the g8 instrument. The customer powered down the main breaker to turn off the alarm when the high pressure error occurred. When she powered down, the system received an error message "searching: as not found". The customer attempted to reload the software but the error still occurred. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.